Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that the guidewire exit port was found to be damaged. An opticross¿ imaging catheter was used to visualize unspecified lesion. During procedure, when a post intravascular ultrasound was attempted to be performed, the guidewire exit port was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint area.

Manufacturer narrative:
Device returned to MFR: the complaint device was returned for evaluation. Device analysis revealed that the telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. During image characterization testing, no image appeared in the system due to electrical open at proximal. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).